Event description:
Patient's wife called in following the instructions specified on her husband's recall letter from walmart pharmacy. The letter specifies the software issue (e-5 error code) that produces inaccurate readings of a patient's blood glucose. The wife shares that inaccurate high readings was an issue about two months ago. Both her & husband are both diabetic. When the husband received unusual high readings, he checked his number against his wife's monitoring device (non-true metrix). On her device, his numbers came up fairly normal. This continued for a few days until a system reset was done. After that, no issues occurred. Patient had no signs or symptoms related to the inaccurate reading.